Event description:
The customer's wife stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. The customer's wife stated that the customer had taken his normal amount of insulin to treat for his food intake prior to the event. Troubleshooting could not be performed during the initial phone call, so the customer called back to perform troubleshooting. The programming on the insulin pump was accurate. The insulin pump was accurately reflecting the amount of insulin remaining in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.